Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure low alarm occurred during a routine hemodialysis treatment. While discontinuing treatment due to the alarm, the operator inadvertently introduced air into the arterial line, causing an arterial air alarm which could not be resolved. Rinseback was not performed resulting in an estimated blood loss of 150cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator inadvertently introducing air into the arterial line while discontinuing treatment. Facility staff attributed the venous pressure alarm to pt access issues. A direct correlation between co system one and the reported blood loss cannot be established. The pt's catheter has since been replaced and facility staff has provided additional training. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.